Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). It was not reported if the patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis (pd) therapy. There was nothing unusual reported that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number s14c17077, was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The product met the acceptance criteria for release. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.